Event description:
Kimberly-clark received a report from (B)(6), stating, " migration of the bumper in the abdomen and later in the peritoneum. Mini laparotomie." Numerous attempts to obtain additional information were made by kimberly-clark as well as the distributor. No additional information available. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided. We are unable to determine a root cause for this incident as the complaint information is very limited and the device was not returned to kimberly-clark for analysis. The directions for use warn, "after peg tube placement, proper positioning of the bumper against the gastric mucosa must be verified endoscopically. Tension on the peg tube should be avoided to minimize the risk of complications. Failure to comply with the above warnings may result in pressure necrosis of the gastric mucosa with subsequent erosion, perforation and/or leakage of gastric contents into the peritoneum. Migration of the bumper into the stoma tract or embedding into the stomach wall may also occur over time." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by the customer.